Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Initial reporter phone number continued information: (B)(6). Completed information for patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated glucose results generated on the architect c16000 processing module for multiple samples. The following example results were provided: (customer¿s reference range 3.9-6.1 mmol/l) initial result = 10.14 mmol/l, repeat 5.2 mmol/l (initial result = 182.70 mg/dl, repeat 93.69 mg/dl). Initial result = 9.91 mmol/l, repeat 5.08 mmol/l (initial result = 178.56 mg/dl, repeat 91.53 mg/dl). Sid (B)(6) initial result = 10.71 mmol/l, repeat result = 5.75 mmol/l (192.78 mg/dl, 103.5 mg/dl). Sid (B)(6) initial result = 9.95 mmol/l, repeat result = 5.56 mmol/l (179.1 mg/dl, 100.08 mg/dl). Sid (B)(6) initial result = 11.06 mmol/l, repeat result = 4.81 mmol/l(199.08 mg/dl,86.58 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
The field service representative determined the pipettor, reagent #2, r2b assy, 16 of the architect c16000 processing module is the likely cause as it was loose and caused imprecise pipetting of reagent. The field service representative readjusted and recalibrated the part resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the pipettor, reagent #2, r2b assy, 16 did not identify any trends. A review of the scorecard identified no similar issues related to the architect system or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module, sn (B)(6) or pipettor, reagent #2, r2b assy, 16 was identified. All available patient information was included. Additional patient details are not available.